Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 6/7/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the original folding carton, patient stickers, and directions for use (dfu) were received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens that was handled, during removal and replacement. Lens damage (bent) was also observed, but can be attributed to handling. And returning the lens crushed in the lens insert and cannot be confirmed, to be related to manufacturing. The complaint issue could not be confirmed. And therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/weight/ethnicity: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model ar40mn intraocular lens (iol) was fully inserted in the patient's operative eye, when the surgeon noticed a haptic broken. The iol was removed and replaced with a back-up lens of the same model and diopter. There was no surgical or medical intervention required. The patient is reported to be doing ok post-op. No other information was available.